Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the patient's heart. The patient experienced bradycardia, unresponsiveness and tamponade. A pericardiocentesis procedure was performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.